Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. The device was not returned, so no analysis was conducted. Device manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the mobile view station (mvs) would not boot up, it stayed dark, did not get to the intel bios boot logo and the front light flashed once. There was no patient present when this issue was identified.